Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 476 mg/dl, blood glucose was 230 mg/dl at the time of the incident, current blood glucose was 206 mg/dl. The customer was assisted with troubleshooting and declined for high blood glucose. The customer was treated with syringe. The drive support cap appears normal (slightly indented). The customer alleging possible pump under delivery. Customer will return device for analysis.